Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. The cycler prompted with m31 air detected in cassette warning during fill 4 of 5 of treatment and prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette when the patient removed the cassette. The film on the back of the cassette was not loose. The patient discontinued use of the cycler for the night and was advised to reach out to the peritoneal dialysis registered nurse (pdrn) regarding the incomplete treatment. Additional information was requested but was not received to date.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. The cycler prompted with m31 air detected in cassette warning during fill 4 of 5 of treatment and prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette when the patient removed the cassette. The film on the back of the cassette was not loose. The patient discontinued use of the cycler for the night and was advised to reach out to the peritoneal dialysis registered nurse (pdrn) regarding the incomplete treatment. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.